Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per the user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin. Device not returned.

Event description:
It was reported that the customer had intermittent delivery issues with the pump. Tandem clinical diabetes specialist met with the customer and healthcare provider. Customer was using apidra insulin and was aware the insulin was not labeled for use with the pump. Customer's healthcare provider prescribed apidra as it "works" for the customer. Customer's healthcare provider reverted customer to an alternate pump for insulin therapy. There was no reported impact to customer's blood glucose.